Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-may-2023. The most recent information was received on 15-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 34 year-old female patient who had essure inserted (lot no. E25514). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced back pain (seriousness criterion medically important), rotator cuff syndrome ("chronic tendonitis in shoulders"), tendonitis ("chronic tendonitis in elbows, wrists, buttocks") and premenstrual pain ("premenstrual pain") and was found to have weight increased ("weight gain (+15 kg)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to rotator cuff syndrome, back pain, premenstrual pain, weight increased or tendonitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Lot number: e25514, UDI: (B)(4), manufacture date: 2018-09, and expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 30-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 34 year-old female patient who had essure inserted (lot no: e25514). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced back pain (seriousness criterion medically important), rotator cuff syndrome ("chronic tendonitis in shoulders"), tendonitis ("chronic tendonitis in elbows, wrists, buttocks") and premenstrual pain ("premenstrual pain") and was found to have weight increased ("weight gain (+15 kg)"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to rotator cuff syndrome, back pain, premenstrual pain, weight increased or tendonitis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.